Event description:
Report received from the abbott UK international affiliate that states: "pump apparently delivering boluses on its own." The pump was set for 2mg/ml morphine, 1 mg bolus dose with a 5 minute patient lockout. The pump was reportedly, "difficult to start, then gives bolus dose by itself when started." There were no adverse patient effects reported. The pump was disconnected. No additional information was available.